Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 540 mg/dl with extreme drowsiness and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's bolus settings were recently changed. During troubleshooting, it was reported that the pump's basal history was not appropriate for the programmed basal rates. This complaint is being reported because the alleged hyperglycemia was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box showed that on (B)(6) 2015 at 20:39 a replace cartridge alarm occurred; deliveries resumed at 21:03. On (B)(6) 2015 at 20:46 a cartridge change was performed; deliveries resumed at 20:54. The total daily dose history was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.